Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, loss of capture and incorrect stimulation was noted on the right ventricular (rv) lead. The device was reprogrammed and the patient is being monitored with an external defibrillator to resolve the event. The patient was stable and will continue to be monitored.